Event description:
It was reported that the ilet displayed repeated alert 38 motor stall events approximately every 15¿20 minutes, followed by restart behavior and inability to proceed with tubing fill during a dry run, leading to device replacement; the user had been connecting the cartridge to tubing prior to inserting the cartridge into the chamber, and was counseled to insert the cartridge before connecting tubing. Symptoms included hyperglycemia with a blood glucose of 313 mg/dl without reported clinical manifestations. Outcomes included device replacement and user education on supply connection sequence. Investigation included troubleshooting with a guided restart, a dry run without insulin to target a 120-unit fill, and assessment for supply-related occlusion or connection error. Investigation of this case revealed a motor stall with failure to advance during tubing fill, consistent with a pump actuation or drive train stall potentially influenced by supply setup sequence, with the pump assembly implicated. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to motor stall.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.